Manufacturer narrative:
Brand name: precision spectra, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 19660534 and 19796221.

Event description:
A report was received that the patient experienced inadequate stimulation and underwent a total system explant. The patient is doing well port operatively. It was noted that the devices were discarded by the facility and will not be returned for analysis.